Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2019 to assess the (B)(4) testing instrument in question. The test well images in question appeared as visually positive. Complaints of positive reactions being interpreted as negative by the galileo echo camera algorithm are being corrected under design control project (B)(4). The immucor technical communication (B)(4) is being used by the lab to visually confirm all negative assay events reported by the echo instrument. (B)(4).

Event description:
On (B)(6) 2019, a (B)(6) customer site reported an unexpectedly negative antibody identification when tested with a galileo echo instrument, when tested on (B)(6) 2019.